Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) had an external input arterial pressure and augmentation pressure waveform displayed on the monitor of the unit which decreased to 10 / 6mmhg and 10mmhg. The pressure waveform on the central monitor, which is the input source, is about 110 / 60mmhg, and the manchette measurement pressure is in the 120 / 60mmhg range. The electrocardiogram showed no abnormality in the waveform at 80 bpm for both this unit and the central monitor, and the iabp drive was continued on the arterial pressure waveform of the central monitor. Then, about 10 minutes later, the augmentation pressure increased. Treatment was continued, and there was no patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Communication/interviews: (4111/213) the customer reported that the service staff evaluated the external input function using the monitor, and there was no reproducibility. The customer conducted a continuity check of the external input cable, and there was no continuity problem. Also checked the connection of the front end board connector. Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. The full event site name is (B)(6).

Manufacturer narrative:
Corrected fields: d9, e1(event site city: not provided(in initial emdr it is mentioned as (B)(6)). Additional information: e1(event site state: (B)(6).

Event description:
N/a.